Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with 300 units the night prior and the pump was displaying 60+ units at the time of the report. Customer reported blood glucose level was 118 (mg/dl). Later the customer stated the insulin gauge displayed 180 units then jumped to 220 units. The customer loaded a cartridge with saline onto the pump and the fill estimate was observed to be jumping again. Subsequently, the customer loaded their original insulin filled cartridge and the fill estimate was reportedly in the range of what the customer expected to see.